Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted when attempting to place the right ventricular (rv) lead that blood was trapped in the rv lead. It was uncertain whether the issue was due to a defect or damage caused by the procedure. The rv lead was replaced during the procedure. There were no reported patient consequences.